Event description:
It was reported that the electrode broke into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breaking (ceramic plus electrode) condition was confirmed on the returned unit. Even though there are some ceramic pieces still attached to the lumen's tip, about 70% of the ceramic together with the electrode is missing from the tip. The detached ceramic plus electrode was not returned. According to the serfas energy probe family risk management , probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. During the visual inspection, scratch marks, corrugation and manipulation of the insulation (pushed down) was observed near the distal end. The scratch wear marks, insulation damage observed as well as the fact that that unit was extensively used for heavy cutting of tissue only is indicative that the device could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force exceeding the part strength could have been used at some point during surgery, which could have resulted in the damage observed, and it is contraindicated as per user instructions for the serfas energy probes family. The user instructions for the serfas energy probes family states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the electrode broke into the patient.